Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3259 - improper physical structure . Investigation conclusions: 4307 - cause traced to component failure. The affected sample was not returned for evaluation; however, a photo was provided showing the yellow cap, attached to the arterial pigtail line, was broken off. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code: 424 - cap. Health effect - impact code: 2645 - no patient involvement. Heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions . Medical device problem code: 1069 - break.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the pigtail broke off where cap is screwed onto. No patient involvement. Product was changed out. Procedure completed successfully.